Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the target lesion was the native proximal circumflex (cx) with heavy calcification and heavy tortuosity. The lesion was accessed and pre-dilated several times. The promus stent delivery system (sds) was advanced, but was unable to cross the bend of the cx. Excessive force was being applied when, after multiple attempts, the guide "pushed out" causing the guide wire and sds to "flop" in the aorta. Using the correct removal technique, the sds and guide wire were removed without issue. It was noted outside the anatomy that the stent implant had proximal flared struts and had dislodged off the balloon onto the shaft of the sds. There was no reported pt sequela. The physician completed the procedure with balloon angioplasty over stenting noting the vessel as too tortuous. No additional info was available. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Eval summary: analysis revealed that stent delivery system (sds) was returned with blood on the stent implant, on the shaft and on the balloon. There was contrast in the inflation lumen and in the balloon. The stent implant was dislodged from the balloon and was located on the shaft at the proximal end of the guide wire exit notch. There were stretched struts on the first row at the distal end of the stent implant. There were fibers entwined in the second, third and fourth row at the distal end of the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded at the distal and middle ends. The proximal end of the balloon was wrinkled and had loose folds. There was balloon shredding over the distal end of the distal marker. There was a kink in the inner member 2 mm distal to the proximal marker. There was an indentation at the distal end of the tip. There were fibers attached to the distal end of the tip. There was no other damage noted to the sds. The protective sheath was not returned. After decontamination, the fibers on the tip became detached and lost. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements were oversized and did not meet manufacturing criteria. Analysis of the returned product confirmed the reported dislodgement. The pt anatomy was described as heavily tortuous and calcified, contributed to the failure to advance, stent damage, and balloon shredding, as there was no damage noted to the stent or balloon prior to use. Further interaction with the anatomy and the guiding catheter during likely contributed to the stent dislodging onto the shaft. Reportedly, excessive force was used in the attempts to cross the lesion. The promus instructions for use it states: applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system. Analysis noted there were fibers entwined in the stent and attached to the distal end of the tip. The fibers are consistent with knit wipes that are used to wipe down the products after use. It is likely the stent and tip came in contact with the fibers post procedure, as the fibers were not noted during the inspection prior to use. Additionally, a kink was noted in the inner member and an indentation in the distal end of the tip. Since this damage was not reported in the incident info, the kink and tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance. A review of the product lot history record did not reveal any non conforming material reports associated with this lot that could have contributed to this report and all lot release testing met manufacturing criteria. In this case, the reported failure to advance, stent damage, and stent dislodgement appear to be related to the operational context of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent damage and placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.